Manufacturer narrative:
Exact date unknown, event occurred two years from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient the patient underwent an ipg replacement procedure due to an unknown reason. The patient was doing well postoperatively. The explanted ipg was discarded.